Event description:
Radiology engineer inspected system and found hinge pin on power head broken. No reported injuries. Potential risk for injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.